Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): too many drops. Infusomat space gave several alarms "too many drops" during noradrenalin infusion. Nurse noticed free flow-stopped the pump - started again - new "too many drops" occurred.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The history log files of the received sample were read and analyzed. The therapy indicated by the customer could be found. A 24-hour long term test was requested to determine the therapy. No free flow occurred. The device was tested according to the requirements of the technical safety check in triplicate. All measured values were within spec. The returned infusomat space pump meet the requirements. No specific conclusion can be drawn.